Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there were continuous glucose monitoring (cgm) inaccuracies compared to the blood glucose (bg) meter that occurred. The sensor was inserted on (B)(6) 2016. Per email, patient entered blood glucose value of 99 twice without actually taking a finger stick reading. No additional event or patient information is available. Labeling indicates: you must enter the exact blood glucose value from your meter for each calibration. Blood glucose values must be between 40-400 mg/dl and must have been taken within the past 5 minutes.